Event description:
The customer reported that "the port was removed because it wasn't functioning properly and noticed the catheter had a split down the middle of it."

Manufacturer narrative:
Our mfg facility investigated the returned port and the results of their investigation are as follows: the catheter tubing was cut from the port, therefore the two elements were returned for evaluation. Upon receipt, it was confirmed that there was no visible damage noted to the port. The septum of the port had been punctured numerous times (more than 10 puncture marks are easily identifiable) which suggests that the port was regularly used with success during the time of implantation (between (B)(6) 2010 and (B)(6) 2011). The catheter contained a traverse fracture on the tubing at the 5.5 cm mark from the port. The catheter has a yellow tint to the location of the fracture. Based on these observations, these results are indicative of a grade 3 pinch-off. A DHR review was conducted for the lot 1024cs. There were no non-conformances associated with this lot number. No similar complaints of this nature have been recorded for this lot number. However, there was a similar complaint failure mode reported under (B)(4). This type of failure mode is identified and covered in the risk analysis for the device. A review of the instructions for use shows detailed/adequate instructions for port catheter placement and provides sufficient warnings for a pinch-off. It has been determined that the catheter failed in fatigue, resulting from clamping and de-clamping of the catheter. Such effect is very well described in the literature that accompanies the product. Result of investigation: we made a review of the device records of lot 1024 cs. There is no non-conformance associated with this lot number. No similar complaint is recorded for this lot number. No similar complaint is recorded for this lot number of catheter. Conclusion: the review of the device history records showed no non-conformities with the lot of port or catheter. The failure is attributed to an incorrect handling of the surgical technique, which results in a grade 3 pinch-off with catheter fracture. No corrective or preventive action is opened. Pfm medical cpp will continue monitoring for this kind of incident.